Event description:
It was reported by service report that the nurse call was not functioning. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: docker cable. Connector screw.